Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during colectomy functional end to end anastomosis, wherein a reload was tried to connect to a stapler device however, a part of the black firing knob was broken and disengaged. Replaced by a new device to complete the procedure. The surgical time was extended by less than 30 minutes. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received with a full complement of staples and the interlock set. Some staples were protruding from the proximal end. No damage was noted to the knife blade. Additionally, the firing knob was disengaged and had a piece missing, which prevented it from being reattached to the loading unit. Functional testing was precluded due to the observed condition of the device. Records for each manufacturing lot are thoroughly reviewed to ensure that products were released meeting all quality release specifications at the time of manufacture. The analysis concluded there were no assembly component related failures. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Replication of the disengaged firing knob may occur from rough handling of the product. If information is provided in the future, a supplemental report will be issued.